Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
The patient reported the following history. 7:30 am, 11.4 mmol/l (205.2 mg/dl), correction bolus of 2 units was given. 9:00 am, 10.9 mmol/l (196.2 mg/dl), breakfast of 45 g of carbs. 12:30 pm, 14 mmol/l (252 mg/dl), lunch was 25 g and a bolus of 11 units was given. 3:30 pm, 22.9 mmol/l (412.2 mg/dl), correction bolus of 2.5 units. 3:30 pm, 23.6 mmol/l (424.8 mg/dl, correction bolus of 1.25 units. The patient reported the pink slide did not move forward indicating a needle mechanism failure occurred. The patient treated the hyperglycemia by applying a new pod and delivering a bolus (4.25 units). The pod was worn between 24 and 36 hours on the leg.